Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had alerts triggered on (B)(6) 2018 for a lead impedance measurement less than the lower limit. The patient presented to the emergency room. The clinician subsequently noted that the patient experienced a similar episode while in the emergency room but it was suspected the measurement was taken while the patient was exposed to cautery and the oversensing relating thereto; the device charged but did not deliver inappropriate therapy. All in-clinic measurements were normal. The patient will be monitored remotely. The patient was stable before, during, and after the device interrogation.